Event description:
It was reported that the customer had high blood glucose levels. Customer was unclear on features of the pump. Customer is working with her health care professional on pump settings.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.